Manufacturer narrative:
Two (2) devices were received for evaluation. A visual inspection was performed and revealed the roller clamp (wheel and frame) was damaged for both devices. Function testing was performed and no liquid flowed when the roller was closed. The cause of the damage was related to the assembly during manufacturing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
During evaluation, two (2) solution administration set were found to have damaged roller clamps. There was no patient involvement. No additional information is available.